Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative examined the imaging system and determined that the umbilical should be replaced due to the part having several broken wires inside the lemo end of the cable. After replacing the part, the representative performed an imaging system check-out; all areas passed. System performed as intended. The returned part was examined and the reported failure (broken wires) was confirmed. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure the medtronic imaging system failed to fully boot (nothing showing on the pendant). Site attempted to reboot the system, but this had no affect. Site aborted use of the medtronic imaging and navigation systems and brought in a different imaging system to continue the case. This caused about 30 minutes delay. There was no impact on patient outcome.